Event description:
It was reported that the surgeon revised a knee for pain and, on studying the x-ray, malaligned or loose implants. The explanted device was a kne-nexgen-tibial trays (investigated in (B)(4); upon removal of the tibial component it was evident that no cement had adhered to the underside of the tibial component. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h2, h6, h10 reported event was unable to be confirmed due to limited information received from the customer. The device was not returned to the manufacturer. Therefore, it could not be analyzed. Device history record (DHR) review wwas unable to be performed as the reference and the lot nummber of the device involved in the event are unknown. Within one year, 17 complaint have been recorded regarding pain, loosening and revision for cement pack, all references included. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Medical product: kne-nexgen-tibial trays; item and lot were not communicated. The device was not be returned to the manufacturer. Therefore it could not be analyzed. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Item/lot number were not communicated.

Event description:
It was reported that the surgeon revised a knee for pain and, on studying the x-ray, malaligned or loose implants. The explanted device was a kne-nexgen-tibial trays (investigated in (B)(4)); upon removal of the tibial component it was evident that no cement had adhered to the underside of the tibial component. No additional patient consequences were reported.